Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to impedance issue. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information received noted the following information. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, the right ventricular lead had high threshold and high impedance. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.